Manufacturer narrative:
H6: evaluation codes updated. One photo was provided for evaluation. One picture was attached and reviewed. The reported problem could not be confirmed. The root cause could not be determined. Based on the analysis conducted, no defects were found in the pictures provided. The failure mode will continue to be monitored and if a trend is identified an investigation will be open. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the doctor found that the cuff was leaking after being intubated for 30 minutes. The root cause was identified, and they removed and found the cuff had collapsed. The issue was escalated; the patient had to be reintubated three times. This occurred with 5 products. There was patient involvement, and no patient harm/adverse event reported.